Event description:
It was reported that the shaver pedal would get stuck in the on position and keep running while inside the joint. No patient injury reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional evaluation revealed the footswitch reverse pedal is stuck in the depressed position due to corrosion buildup of the actuator. The complaint was confirmed and the root cause was determined to be a corroded actuator. Certain cleaning or disinfecting chemicals coming into contact with the actuator could have contributed to the corrosion observed. Per the event description, the pedal failure occurred during the procedure, preventing the footswitch from deactivating. Because the pedal became stuck after initial activation, the footswitch did not present the failsafe footswitch error alarm which would have prevented use of the footswitch. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.